Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union and broken screw is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. This failure does not indicate a defect in the product. Minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on 6/22/2017 that a sign im nail implanted to repair a fracture was exchanged due to a non-union and a broken screw. The im nail was replaced with a 9mm x 340mm, standard nail per the sign technique manual..